Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead. High impedance, short r-r intervals, and non-sustained tachycardia (nst) episodes were noted. Fracture was confirmed. It was noted that the patient underwent a mammogram several months ago where there was a popping noise and heat. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.